Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> the root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Event description:
The complainant reported that during preparation for clinical use of an automated impella controller (aic), the console displayed a fatal error upon power-up. Troubleshooting was performed, including multiple attempts to restart the console and cycling the battery power; however, the fatal error persisted. The clinical support team was contacted but was unable to resolve the issue remotely and recommended removal of the console from service for further evaluation. The aic was replaced with a backup controller prior to use. No signs or symptoms of patient injury or patient harm were reported in association with this event.